Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8578, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, serial (B)(4), implanted: (B)(6) 2006, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-24. The patient's pump and catheter were explanted and returned to the manufacturer. The provided pump logs show multiple motor stalls and recoveries beginning on (B)(6) 2017. A "stopped pump period may exceed tube set" message occurred on (B)(6) 2017 at 09:12, with a motor stall recovery on (B)(6) 2017 at 15:35. The logs indicated an expected reservoir volume of 24.0 ml; it was noted that actual volume removed from the pump was 29.0 ml. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-24 reported the pump was going to be coming back for analysis. It was noted the pump was explanted on today ( B)(6) 2017. The rep requested the analysis results go to them and the healthcare professional (hcp). Hcp information and reference number was provided. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving sufentanil (concentration 200 mcg/ml, dose 89.90 mcg/day), bupivacaine (concentration 28 mg/ml, dose 12.586 mg/day) and clonidine (concentration 250 mcg/ml, dose 112.38 mcg/day) via an implantable pump for spinal pain and failed back surgery syndrome. The patient did not recently have a magnetic resonance imaging scan but an alarm was heard and multiple stalls and recoveries were noted, the stall was active, a stopped pump period may exceed tube set message was also noted. The pump stalled on (B)(6) at 12:06, recovered on (B)(6) at 5:25, stalled again at 11:55 and recovered on (B)(6) at 02:40. Stalled again on (B)(6) at 04:54 and recovered at 6:555, then stalled again at 07:53 and recovered on (B)(6) at 04:04, stalled again at 09:32 and was still active. The patient reported increase in pain. No further complications were anticipated/reported